Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a scd response pump. The customer states they turned pump on, but it did not work. They confirmed burn-like stain at root of power cord. No pt involvement.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.